Event description:
Customer reportedly received results of hi (greater then 600 mg/dl) and 77 mg/dl within 10 minutes on the advantage system. Low blood glucose symptoms reported with these results; customer was able to self treat. Later that day customer reportedly received results of 369 mg/dl and 82 mg/dl within 10 minutes the advantage system. No adverse event reported. Requested return of suspect device and replacement was sent.